Event description:
The manufacturer received information a patient's family alleges the tidal volume and pip were higher than the set value. No alarms occurred and there was no patient harm reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was not confirmed. It was determined that the reported issue was caused by an increase in leakage on the circuit side, and there was no malfunction for the device. However, a ventilator service required alarm occurred during an operational inspection and an error indicating abnormality of the speaker was found on the log, so the speaker and system power management board were replaced to address the issues.